Manufacturer narrative:
Please note that the following device code also applies to this complaint: 2919. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance a ruby coil through a non-penumbra microcatheter, the physician encountered resistance and was unable to advance the coil through the microcatheter. Therefore, the ruby coil was removed and the procedure was completed using additional coils and the same microcatheter. There was no known noticeable damage to the ruby coil. After the procedure, it was discovered that the non-penumbra microcatheter that the physician was using was incompatible with the ruby coil. There was no report of an adverse effect to the patient.